Manufacturer narrative:
Corrected from "no: device evaluation anticipated, but not yet begun" to no: other - hospital disposed of the device. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician successfully recanalized the m1 segment of the mca using an ace catheter. Upon retraction into the delivery catheter, the ace catheter became fractured. The ace catheter was removed and the procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.